Manufacturer narrative:
Other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2016 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6) 2016 product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they hadn¿t been able to sleep on their right side because their right hip was bothersome. The patient also reported that their right knee would throb and it felt like they had shin splints. It was noted that the issues started in (B)(6) 2016 and had progressively gotten worse. The patient reported that they had been having a problem more recently as it would feel like the device was sticking or jabbing them in the right side of their back. The patient¿s implantable neurostimulator (ins) was implanted on the left side of their back and the sticking/jabbing sensation would occur when pressing on or around the ins. The patient stated that it felt like a needle was sticking in them. It was noted that the patient hadn¿t tried turning the ins off to see if it would affect the sensation. During the call, the patient turned the ins off and was still able to feel the sensation, even with stimulation off. They turned stimulation back on and were using it at 2.70v. The patient was wondering if the leads could be disconnected from the ¿block.¿ it was confirmed that the patient was referring to the lead anchor. The patient mentioned that the lead anchor had always been ¿straight across,¿ but they noticed that it was now horizontal and ¿standing upright.¿ the patient thought a lead may have been loose because of this, but it hadn¿t been verified by a healthcare provider (hcp). No falls or traumas were reported that could be related to the issue. The patient mentioned that they lift things but it was nothing out of the ordinary. Additional information was provided by the patient on (B)(6) 2017. It was noted that the patient was told by their hcp that a manufacturer representative could ¿reset¿ their device. The patient also mentioned therapy problems, which were confirmed to be the same issue that was previously reported. The patient was to follow up with their hcp. It was noted that the sticking/stabbing sensation started about two weeks prior to the date of this report. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported same issues as already reported and wanted to see if it was possible to set up an appointment with a manufacturer rep. Patient redirected to hcp. Caller mentions he got off of morphine and oxycodone a year ago in (B)(6) and does not want to go back on it. Caller states now his family doctor is considering getting him on medical marijuana. No further complications were reported or anticipated.